Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the during the christmas holiday last year, the patient had "complications" because the pump ran out; the patient didn¿t get to her appointment on time. Additional information has been requested, but it was not available as of the date of this report.